Manufacturer narrative:
The customer contacted siemens customer care center and reported that a discordant, falsely low creatinine (cre2) result was obtained on a patient sample on the dimension rxl max with hm instrument. The customer indicated that no error was triggered on the initial discordant result. Siemens investigated the event and determined that sample integrity issues or a reagent delivery issue potentially contributed to the discordant, falsely low cre2 result. Additional data was not available for further investigation. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low creatinine (cre2) result was obtained on a patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned the result. On the next day, the sample was rerun on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low cre2 result.